Event description:
(B)(4). Initial report: this non-serious spontaneous case was reported by a nurse through a company representative and received via our affiliate in (B)(4). (B)(4). This case concerns a female patient of unknown age and ethnicity. The patient's medical history was not provided. No concomitant medications were reported. On four unknown dates, the patient received treatment with poly-l-lactic acid (sculptra), one vial per treatment, indication not provided. On an unknown date, the patient developed bumps under the skin on her cheeks. It is unknown if therapy with poly-l-lactic acid is ongoing or if any corrective treatment was given. The outcome was unknown. The reporter's causality assessment between sculptra and the event was not provided. Addendum for follow up information received 07-apr-08 from the doctor: the patient had not experienced similar events after treatment with any other product. It is unknown if the patient had experienced similar events after treatment with newfill or sculptra. No history or tests were performed. Between (B)(6) 2007 and (B)(6) 2008, the patient received four vials of poly-l-lactic acid (sculptra) on separate occasions. In (B)(6) 2008, papules were noted. No corrective treatment was given. The event is ongoing. The causality assessment between the events and poly-l-lactic acid was reported as highly probable. The patient is being monitored by the doctor.

Manufacturer narrative:
Addendum for follow up: (B)(4). Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR's (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable.